Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4968-25 lead, implanted: (B)(6) 2006. (B)(4).

Event description:
It was reported that the patient's right ventricular (rv) lead exhibited no capture. It found the rv lead had an insulation breach and was confirmed to have fractured. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.